Event description:
A high readings issue was reported with use of the adc device. Customer received a higher sensor scan result when compared to a reading obtained from a competitor brand meter and as a result experienced hypoglycemia, diaphoresis, dizziness, headache and a loss of consciousness, requiring hcp administration of glucose and high blood pressure medication as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk

Event description:
A high readings issue was reported with use of the adc device. Customer received a higher sensor scan result when compared to a reading obtained from a competitor brand meter and as a result experienced hypoglycemia, diaphoresis, dizziness, headache and a loss of consciousness, requiring hcp administration of glucose and high blood pressure medication as treatment. There was no report of death or permanent impairment associated with this event.